Event description:
Received a 3500 on feb. 20, 2008 from the FDA that was authored by the facility listed in this report. The description of events between the original report received at mitek on dec. 13, 2007, and the verbiage supplied in the 3500 are similar except for one detail. In the original event report the verbiage indicated that all of the broken screw was removed, and there was no mention of any driver tip breakage, this was considered a non reportable issue. However, in the 3500 the author states that a portion of the distal tip of the driver along with the fixation screw broke. Both the distal fragment of the screw and the driver tip remained in the bone hole, surgeon went in on top with another same type device to complete the fixation. The case was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
The original complaint in late 2007 was for a milagro screw, and was not considered reportable based on the detail of the complaint verbiage at the time. Subsequently, on feb. 20, 2008, we received a 3500 from the FDA that was authored by the risk mgr of the event facility. There was one discrepancy in the description from the original report and the 3500 report. The 3500 also described the tip breakage of an instrument, the screw driver, and the fact that the broken fragment was left in the body. Many voice mails were left to the risk mgr without response, also, e-mails were sent asking for confirmation of the fact of driver tip breakage and non retrieval (udf) or asking for clarity of the reports event description discrepancies. Based on the info at hand, we have decided to assume that the 3500 report's description of events is factual. In these particular reported failure modes, mitek does file a med watch for the instrument, which we have done with this report. Although it is reported that there is no pt consequence, the fragment was not retrieved from the pt's body. We do not know what impact, if any, this event will have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time no further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.